Manufacturer narrative:
The reported incident that the ¿drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm¿ was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and it was verified to be broken. The device inspection revealed that the drill bit looks used, with plenty of circular marks around its surface, and part of the threaded tip is broken / missing. The tip is broken, almost at the beginning of the helix, and the edges of the remaining helix are deformed. The broken edge appears to have a dull and fibrous surface which is typically a sign of a ductile fracture. Such a fracture can occur due to excessive force being applied to the specific part of the device. Since it was reported that the drill bit broke, because it came in contact with a k-wire, the event is consistent with the fracture surface. Based on investigation, the root cause was attributed to a user related issue, due to a mishandling of the device. Please be aware of what is written in the IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. Furthermore, while drilling, the drill bit gains enough speed and power. Since it came in contact with a k-wire, the design of the drill bit was slightly modified, and due to all this existing power, it came to a point that it broke. For that reason it is clearly mentioned that ¿in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ last but not least, ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised in the cleaning and sterilization guide that the drill bits should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ the manufacturing documents of the affected drill bit were reviewed and no deviation from the specifications was noted, therefore a manufacturing or material related issue can be excluded. Since carelessness was identified during usage of the drill bit, it is apparent that such a breakage could occur. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos surgery, while drilling the a hole for the non-locking screw hole of the plate the drill bit contacted the k-wire and broke. The surgeon could not remove the tip of broken drill from the patient bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos surgery, while drilling the a hole for the non-locking screw hole of the plate the drill bit contacted the k-wire and broke. The surgeon could not remove the tip of broken drill from the patient bone.